Manufacturer narrative:
Examination of the device is not possible since it was not returned. No conclusions can be drawn for the root cause of the difficulty loading the implant on the inserter or to the source of the broken implant. Since there were no indications of manufacturing, product or system discrepancies or deficiencies, the need for further action is not indicated. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was reported that during surgery while attempting to implant the ardis implant fractured from the distal portion of the implant to the proximal end. The fractured implant was removed from the pt with no pieces left behind. Another implant of the same was used to complete the case. There was no pt impact or delay to the case.